Event description:
It was reported that the patient present for a routine follow-up. The left ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced. The patient was in good medical condition after the event.